Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty falling and staying asleep. The patient did receive medical intervention and reported to have been prescribed medication. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged difficulty falling and staying asleep. The reported events of difficulty falling and staying asleep was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. The patient did receive medical intervention and reported to have been prescribed medication. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual finding to the external part of the device. The internal aspect of the device was inspected and evidence of water ingress to the blower was observed during device evaluation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit scrapped due to age. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated.